Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3002682307-2025-00100 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that when using the bd vacutainer® one use holder, an unspecified number of holders separate from the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: not applicable, this material does not have an expiration date e1: initial reporter phone #: (B)(6). E1: initial reporter fax #: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® one use holder, an unspecified number of holders separate from the needle. No adverse impact was reported regarding the patient or user.